Manufacturer narrative:
Based on the current information provided, the cause of the complication cannot be determined. There is no allegation or report of a malfunction of an ion system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A site system log review was done by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Per the fae, the system logs are not yet available for en0675 on 14-oct-2022. No video/images were provided by the customer for review. This complaint is being reported due to the following conclusion: during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube to resolve the complication. In addition, the patient was hospitalized for 3 days. Although the physician believes the pneumothorax would have likely occurred via another lung biopsy modality, the cause of the complication is unknown.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. The lesion was on the left lower lobe and on the pleural space. The size was 34 millimeters (mm) by 38 mm by 40 mm. A contributory factor to the event was attributed to a lot of atelectasis found during the procedure, the doctor had to redirect the catheter and did not follow the planned path. A cone beam computed tomography (CT) was used to make sure that the needle was at the lesion. During biopsy, the needle was believed to have come out of the lesion and punctured the pleura instead. The patient had small amount of pain after chest tube insertion. The pneumothorax size was 2 centimeters and did not grow bigger. The pneumothorax was resolved, and the chest tube was removed after 24 hours; however, the patient stayed in the hospital for 2 more days due to hypoxia. The pneumothorax was believed to have occurred via another modality. There was no device malfunction reported.